Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a leak from the centrifuge chamber after approximately 1504ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested. However, the customer discarded the kit. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l139 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot l139 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit was not returned. Review of the provided photographs show blood at the bottom of the centrifuge chamber and blood on the walls of the centrifuge chamber. The centrifuge bowl is contained within the bowl holder. The drive tube is slightly twisted/ damaged near the upper bearing stop. A known cause of a broken/damaged drive tube is when the drive tube is not rotating freely. A material trace of the drive tube assembly and its components used to build lot l139 found no related non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause for the drive tube leak/break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6).